Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer). Exemption # e2014011. Report is being submitted past 30 day deadline based on retrospective review conducted on 6/21/2019. Original MDR (report 1 of 4) filed 12/26/2018.

Event description:
Set screws would not engage the pedicle screw. Report 4/4.